Event description:
The hospital informed pmt (B)(6)2009, that 2 expanders (same model number) had failed during surgery by leaking. They also indicated that one expander was filled to 210cc and the other to 215cc. We were not informed if the devices had been replaced or if the procedure was completed.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.